Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that during a fess, the handpiece was not turning off while on coagulation mode, the trigger was released, but the device continued to activate. As a result, use of the handpiece was abandoned and another handpiece was brought in. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: complaint was confirmed. Upon receiving the device, it looked to be used with no damage. The device was decontaminated and then tested per wi. Analyst was able to confirm what the customer experienced. Once the device was plugged in, it was found that the handpiece would still activate once released the button. H6: codes b01, c13, d02 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.